Manufacturer narrative:
.

Event description:
Per the surgeon's report, the patient had a seroma over and around the cochlear implant. The surgeon drained the seroma (no date reported). Approximately one month after surgery, the seroma recurred. The fluid was serous and yellowish in color. The surgeon did a revision procedure in 2007. She indicated that the patient may have had a reaction to a suture as she found purulent material under the receiver/stimulator. The site was cleaned and the flap put back in place. The surgeon stated that the procedure went well.